Event description:
New information received notes interrogation shows both the ra and rv leads had oversensing due to noise.

Event description:
Related manufacturer reference number: 2017865-2021-39589, related manufacturer reference number: 2017865-2021-39592. It was reported a patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) lead presented with low pacing impedance. High capture thresholds and noise were also noted for the system. The pacemaker, rv lead, and ra lead were all explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Further information was requested but not received.